Event description:
It was reported that resistance was met when the doctor tried to remove the spring wire guide (swg) from the catheter. As a result, the doctor used force which caused the swg to unravel.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.